Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: b2: outcomes attributed to adverse event, h6: health effect - clinical code. H11: given the nature of the alleged incident, the drill bit could not be returned for evaluation. The clinical/medical investigation concluded that, the drill bit it is an externally communicating device, that is neither manufactured nor intended for implantation. It is also not approved for long-term internal tissue exposure and long-term implantation data is not available. The patient impact was determined to be the retained non-implantable broken drill bit. Local irritation/discomfort should not be ruled out. Migration is unlikely as it was noted that the drill bit was left within the bone. Drill bit specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for evos plating system revealed in precautions that intraoperative fracture or breaking of instruments can occur. Instruments which have experienced excessive force are susceptible to fracture. Single use devices should not be reused due to risks of breakage. Drill guide was not returned for evaluation. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. The drill bit is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The double ended drill guide is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an olecranon surgery, a piece of drill bit broke. The remains of the device were left implanted in patient's bone. According to the surgeon, he was unable to remove it. It is unknown how procedure was finished and if there was any delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.